Event description:
The account tested a blood donor sample ((B)(6)) on (B)(6) 2010 with prism hcv list 6a52-48 lot 86987hn00 and obtained (B)(6) results. On (B)(6) 2010 the blood bank was notified by (B)(4) that a minipool was (B)(6). On (B)(6) 2010 the blood bank confirmatory laboratory examined the minipool samples and identified sample (B)(6) was (B)(6) by hcv pcr, and monolisa combo. The sample was (B)(6) with prism hcv (lot 88079hn00 exp date 31 jan 2011) and (B)(6) with axsym hcv (lot 89494lf00 exp date 08 january 2011). On (B)(6) 2010 the donor was called back for a blood donation. At this time the sample was (B)(6) by hcv pcr, as well as prism hcv (lot 88079hn00) and axsym hcv (lot 89494lf00). The (B)(4) determined that at the time of the donation of the original sample the donor was in the window period. On (B)(6) 2010 the blood bank notified the hospital where a red blood cell concentrate from the (B)(6) donor was delivered to a patient. Information was received indicating that the patient that received the red blood cell concentrate has (B)(6). (B)(6) were obtained with prism hcv and pcr testing.

Manufacturer narrative:
(B)(4). The customer returned two patient samples. Sample (B)(6) was from (B)(6) 2010 and (B)(6) was from (B)(6) 2010. The returned specimens (B)(6) were tested with an immunoblot assay (chiron riba hcv 3.0 sia). Sample ID (B)(6) was (B)(6) with this assay and the result for sample ID (B)(6) was (B)(6). Furthermore, both specimens were tested with a second immunoblot, inno-lia hcv score. Both samples performed (B)(6). Results for sample ID (B)(6) was (B)(6) and sample ID (B)(6) was (B)(6). The (B)(6) result for hcv for specimen ID (B)(6) indicates (B)(6). A retained kit of axsym hcv version 3.0 reagent pack, list number 3b44-20, lot number 89494lf00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, sensitivity panels core only, c100 only, 33c only and ns5 only were tested. All panel members tested met acceptance criteria. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9045 and hcv 9041). The seroconversion panel results were compared with historical test data for these seroconversion panels on the assay. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on the data it was shown that the sensitivity performance is not adversely affected. All generated data demonstrate that the performance of the axsym hcv version 3.0 reagent pack, list number 3b44-20, lot number 89494lf00, is not compromised. Complaint trending data was reviewed and no adverse trends were identified. The axsym hcv reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete. This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4).